Manufacturer narrative:
Eval: results: the lead was returned incomplete. Further visual examination found that the inner tubing and wires were protruding from one end of the lead segment which is consistent with explant damage. No functional testing could be performed due to the received condition of the device. (B)(4). We are submitting this MDR as the result of a re-eval of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00940. The pt was implanted with two percutaneous leads from different lots for bilateral hip and leg to feet pain. It was reported that the pt's leads were replaced due to ineffective stimulation coverage. Effective therapy was recaptured for the pt as a result of the procedure.